Event description:
Boston scientific received information that this device was explanted for an unknown product performance issue. Additional information was attempted to be obtained, unsuccessfully. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.